Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-09613. It was reported that during procedure on (B)(6) 2018 a csf leak occurred while placing the second lead. The first lead was implanted successfully. As a result, both leads were removed. The patient may be awaiting additional surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-09613. Follow-up information provided the patient was hospitalized for 3 days due to the cerebrospinal fluid leakage (csf). Patient was discharged home.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-09613. Follow-up information provided the patient was hospitalized due to the issue.